Event description:
A healthcare facility reported via our distributor that an mr290hfv autofeed high frequency vented humidification chamber cracked and water leaked from it. It was reported the chamber was used for high frequency oscillatory ventilation for about one day before cracking. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the MFR for inspection. A lot check revealed one other complaint of this nature for this lot number. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0255%.